Manufacturer narrative:
Film evaluation summary: the reported occlusion of the stent grafts was confirmed on the films provided; however, the cause of the event could not be fully determined. It was noted that the ipsilateral limb showed compression of the stent graft diameter in the distal aorta as it extended into the right common iliac artery. It is likely that the observed narrowing in the distal aorta was a factor in the compression of the limb contributing to the occlusion of the stents. Other possible contributors to the occlusion event and the reported patient's death include an unknown coagulopathy that is now presenting or a previous history of peripheral artery disease leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Additional information received: it was confirmed that the patient was transferred late at night and the implant of the endurant ii stent graft system took place in the early morning of the following day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(6), ubd: 04-may-2024, UDI#: (B)(4); product ID: etlw1628c124ej, serial/lot #: (B)(6), ubd: 21-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was successfully implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm it was reported post -operatively, the patient had an arterial pulse in the foot in both lower limbs immediately after the procedure, suggesting no issues. Later in the afternoon, hematological disturbances were observed in the feet, along with abnormal blood test results. CT imaging revealed occlusion of both sides, which did not seem to reach the bifurcate. Intervention to remove the thrombus was performed on both sides followed by a bypass procedure . The patient expired three days later due to reperfusion disorder. Per the physician the cause of the occlusion, hematological disturbances, and the patient's subsequent demise can be attributed to an anatomical reason ¿ specifically, there was a narrowing of the peripheral access vessel, combined with the presence of a shaggy aorta, it possible that thrombus had flowed to the peripheral region during the procedure and occluded. The issue was determined to be a graft occlusion caused by peripheral vascular occlusion rather than a problem with the implanted device.   No additional clinical sequalae were provided and the patient is expired.